Manufacturer narrative:
Concomitant medical product: product ID: 3998 lead, implanted: (B)(6) 2008; product ID: 748951 extension, implanted: (B)(6) 2008; product ID: 748951 extension, implanted: (B)(6) 2008; product ID: 7427 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported the patient's implantable cardioverter defibrillator (ICD) system was explanted and replaced due to a "(B)(6) infection". No further patient complications have been reported as a result of this event.